Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 21-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider and manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was no benefit from the originally implanted paddle, leading to a device revision involving the lead. The healthcare professional noted that the patient wanted to try different surgical options to obtain better coverage for pain management. The originally implanted paddle was removed, and a new percutaneous lead was implanted in a more optimal location to better target the patient's pain. The issue was resolved with the successful removal of the paddle and implantation of the new lead. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the patient (pt) had a CT to review revision lead placement and it appeared to not be in the posterior spiritual space, possibly anterior or subdural. It was noted they will make a plan to remove a single lead and ipg. It was also noted pt wanted a pump trial and implant.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that it appeared the lead could be sub dural, the CT was unclear. The patient was not receiving good relief and an explant was planned. The issue was resolved after ins was replaced.